Event description:
A customer reported a malfunction on their insulin pump, indicated by a malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The technical support team arranged for a replacement pump with updated software. Customer will continue to use current pump; will rely on alternate method if necessary. Cts completed pump reset with pt, pt was able to successfully resume insulin and reconnect to cgm.